Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h2, h6 the device was not returned to olympus for inspection. The reportable malfunction was confirmed during repair. Based on the results of the investigation, the issue is attributed to stress related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator was leaking from the regulator o-ring. Reported indicated it was unknown during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.